Event description:
Follow up information received reported that the patient was getting therapeutic results and the implantable neurostimulator (ins) had not turned off since reprogramming the device.

Event description:
It was reported that the patient's stimulation was turning off. Troubleshooting was limited due to lack of access to the patient at the time of the report. The reporter however, indicated that the patient was going to be meeting with a medtronic representative and healthcare provider (hcp). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).